Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump rejected new batteries as bad, the buttons stuck, the motor took a while to rewind, and there were random no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-244a, mmt-1884l, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the battery failed alarm and the keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-244a, mmt-1884l, and mmt-332a

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly after peeling off keypad overlay. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded no events to confirm any battery anomalies. No battery anomalies or unexpected alarms were noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm any delivery anomalies or motor anomalies. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted on motor force senor flex connector and pcb1 motor force sensor connector. Isolate to electronic assembly. The following cosmetic damages were noted: stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of random no delivery alarms were not confirmed when no unexpected alarms were noted during testing. Additionally, customer allegations of failed battery test were not confirmed when the baat tool recorded no events to confirm any battery anomalies. Customer allegations of stuck buttons were not confirmed when buttons were responding properly, and no moisture damage was noted on keypad assembly. Customer allegations of motor anomalies were not confirmed when no relevant alarms were noted in download history review or during testing. However, moisture damage was found on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.